Event description:
Litigation papers alleged: patient experienced severe and debilitation pain and numbness; significant inhibitions of his ability to sleep, sit and walk; anxiety, fear, mental anguish and other emotional and physical damages. Patient also developed related problems in his right foot. Doi: (B)(6) 2007. Right hip. Dor: none reported. (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.